Event description:
Customer reported that the patient was diagnosed with stage pt2n3bm0 ivb of right submaxillary lymphoepitheliomatoid carcinoma after surgery. For hypertension, in order to facilitate intravenous fluid replenishment, PICC tube was placed through the left median vein at 17:30 on (B)(6) 2023 and the process was smooth. The patient was red, swollen, painful, slightly higher skin temperature and induration above the PICC tube of the left upper limb. After the PICC tube of the left upper limb was placed in the left upper limb by color ultrasound, thrombosis occurred around the PICC tube in the distal cephalic vein of the upper arm. Swelling and thickening of the surrounding subcutaneous soft tissue. There were no obvious abnormal sonograms in deep movement and vein of left upper limb. After consultation, deputy chief physician of vascular surgery department, it was suggested that the patient consider thrombotic superficial phlebitis, rivaroxaban tablet 10mgqd, calcium oxybenzoate 0.5 oral tid, external use of polysulfonic mucopolyscan ointment, if PICC is smooth, the PICC can continue being used.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.